Manufacturer narrative:
Five opened/used sensors were inspected and tested. Two of the five failed, one due to damage contact pad and the second sensor failed due to cannula was retracted. The three remaining sensors passed per specification with accurate readings. Four sensors had bent cannulas and it is unknown if customer received the sensors in said condition as they were opened/used.

Event description:
Customer reported via phone call, the transmitter wasn't connecting to the sensor. Troubleshooting was performed on the transmitter and customer was advised to remove the sensor. Customer stated the sensor was split in the middle. Customer's blood glucose was unknown. Customer then stated she had another sensor that looked like it was split in the middle. Customer agreed to return the sensor for analysis.